Manufacturer narrative:
Two incidents have been reported by the same user facility and documented under 9617494-2007-00009 and 9617494-2007-00010. To date, one device has been received for evaluation and reported under 9617494-2007-00009.

Event description:
The user facility recently began a licox trial. A po catheter was placed about 2 weeks ago to get a feel for placement. The catheter was working for about 4 days and then, the "temperature too low" was intermittently flashing with the o2 number going up and down followed by the intermittent flashing of "temp too low". The user facility unplugged the temperature cable and the oxygen reading was accurate. It was further reported that, the same series of events recurred and the catheter is available for return.